Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the saber balloon ruptured approximately at 4 atm. Therefore the balloon was replaced with a new balloon (sleek) and the procedure was completed successfully. There was no reported patient injury. An approach was made from the right common femoral artery. A non cordis guide wire and micro catheter crossed the lesion. The saber was delivered to the lesion and inflated. The target lesion was the peroneal artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
It was reported that the saber balloon ruptured approximately at four atmospheres (4 atm). Therefore, the balloon was replaced with a new balloon (sleek) and the procedure was completed successfully. There was no reported patient injury. An approach was made from the right common femoral artery. A non cordis guide wire and micro catheter crossed the lesion. The saber was delivered to the lesion and inflated. The target lesion was the peroneal artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The product was clinically used. The device was returned for analysis. A device history record (DHR) review of lot 17069013 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were unknown. As provided in the instructions for use: ¿do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.